Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device smoked, squealed and overheated. The event was not reported to have occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device failed cutter insertion. Due to the failed cutter insertion, testing could not be completed. It was determined that this was due to a broken driveshaft. It was determined that with this type of damage, it was highly likely that the device smoked, squealed and overheated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.